Manufacturer narrative:
This device was not returned to mmdg for evaluation and therefore no investigation was possible. A DHR review was completed and found no issues or non conformances. Based on the complaint information it appears that there was an over infusion outside the volumetric range that mmdg considers not reportable. This report will be updated if any additional information is provided.

Event description:
The initial reporter stated that the bag and set was empty about four hours earlier than expected. They also stated that there was no impact to the patient. (B)(4).